Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a power on reset (por) and could not be interrogated. It was further reported that the device was implanted over three years and it was confirmed the issue was likely due to battery status. The icm remains in use. No patient complications have been reported as a result of this event.